Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported when the bovie is put in the ¿on¿ position they cannot turn it off and need to discard it and retrieve another. No patient injury was reported.